Manufacturer narrative:
(B)(4). Additional information: the sample was discarded by the customer. The cause of the leak was undetermined. A batch review was performed for the reported lot number (h09h27031), with no defects noted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The nurse from hospital (B)(6) reported that at the moment of the therapy, the transfer line presented a leak. Once the minicap was placed on the set, the leak stopped. No patient injury or medical intervention was reported.